Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's personal profile settings were incorrect, causing the customer to experience an elevated blood glucose level of 450 mg/dl. Customer administered a manual injection to address the blood glucose level. Reportedly, the customer will consult with a healthcare provider to make settings adjustments.